Event description:
It was reported that the infusion set leaked because the connector piece was not fully seated during tubing fill, and the user was instructed to replace all supplies; after replacement, the user successfully filled the tubing without further issues using a contact detach 6 mm, 23 in set. Customer care provided remote troubleshooting focused on connection technique and supply replacement. Investigation of this case revealed an improper connection during setup that led to leakage, with device function normal after correct assembly. No clinical symptoms reported. Outcomes included no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was user technique.